Manufacturer narrative:
B3: date of event unknown. E1: (B)(6). H3: other: device has not been returned to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that no data can be detected, packaging is damaged, connector is damaged, the data is out of order, which makes the product ineffective. The event occurred on an unknown date. There was patient involvement and no patient/adverse event reported. The event occurred on various dates from 01-dec-2023 to 05-mar-2023.

Manufacturer narrative:
D9: date returned to mfg.: 5/2/2024. H3 and h6. Evaluation codes: updated. Two used samples outside its original package were received for investigation. The complaint is not confirmed for the failure mode reported, through the device analysis executed it was found that the returned samples were within specifications. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. Awareness was made to operation personnel and the issue will be monitored.